Manufacturer narrative:
Citation: kim wk et al. Incidence and outcome of peri-procedural transcatheter heart valve embolization and migration: the travel registry (transcatheter heart valve embolization and migration). Eur heart j. 2019 oct 7;40(38):3156-3165. Doi: 10.1093/eurheartj/ehz429. Online publish-ahead-of-print 23 june 2019. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of the incidence, causes, and outcomes of peri-procedural transcatheter valve embolization and migration in patients who underwent transcatheter aortic valve implantation (tavi). All data were retrospectively collected from 26 centers between january 2010 and december 2017. The study population included 29,636 patients and was predominantly male with a mean age of 81 years. Of those, 7,932 were implanted with medtronic transcatheter bioprosthetic valves: corevalve (5,102), evolut r (2,830), and engager (unidentified number of patients). No serial numbers were provided. Among all patients, the one-year all-cause mortality included 871 patients. Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: valve embolization/migration/dislodgement into the ascending aorta or the left ventricle due to malpositioning, manipulation, post-dilation, fast-rate pacing issue, incomplete disengagement of the valve from the delivery catheter system, unspecified technical issues, challenging patient anatomy, valve under-expansion, sizing error, or unknown causes; use of a snare, balloon, or other unspecified tools to reposition the valve; conversion to open heart surgery; valve-in-valve implantation (second transcatheter valve implanted within the initial dislodged valve); multiple valve implants (second valve implanted into the native annulus with the dislodged valve in an ectopic position); need for cardiopulmonary support (intra-operative cardiopulmonary bypass or emergent venoarterial-extracorporeal membrane oxygenation); high or low valve position; unspecified aortic injury; coronary obstruction; permanent pacemaker implantation; major stroke at 30-days or one-year post-tavi; major bleeding; major vascular complications; need for vascular surgery; moderate-severe paravalvular leak; and mean transaortic gradients greater than 20 mmhg. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.